Event description:
It was reported that during an unknown procedure the staples were malformed after the device was fired and was found to need higher force to open the jaw. Changed to hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.